Manufacturer narrative:
Concomitant product(s): item# unk, unknown stem, lot# unk. Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2010.519170. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni.

Event description:
It was reported via journal article that a patient experienced a dislocation and underwent a closed reduction